Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the values on their insulin pump was advancing without input. It was also found the buttons were unresponsive on the customer's insulin pump. Customer's blood glucose was 9.4 mmol/l. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked display window at the bottom right side corner, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.